Manufacturer narrative:
Conclusion: no device failure.complaint reviewed and analysis showed no trend for ksp1-3100 lot no: 02474139. Device history record reviewed. Product not returned.evidence that product in specification when used.

Event description:
Allegedly revised due to loose component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00259, 00260, 00261. This event occurred in the (B)(6).